Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/05/2010 and was last repaired on 04/26/2013 for a non-related issue. Investigation revealed that the device operated erratically preventing an accurate reading of motor speed to be captured. Prior to repair, the device was outside of calibration specification at the zero and 0.0200" thickness settings. Repair of the device included replacement of the motor, head and all standard repair parts. Post repair analysis revealed excessive corrosion of the exterior motor casing was observed. The motor operated within electrical specification under no load. The switch passed continuity testing. The customer's reported event was not reproduced during testing, however, the erratic operation of the device and the lack of calibration most likely caused the device to malfunction and produce an undesirable graft. There is no information regarding the customer's cleaning or sterilization methods; however, improper cleaning and sterilization could have allowed moisture to enter into the handpiece causing the excessive corrosion to the exterior motor casing, potentially corrosion to the exterior motor casing, potentially leading to interior corrosion, which most likely caused the erratic operation of the motor within the handpiece. It should also be noted that improper handling most likely caused the device to be outside of calibration specifications. Ther is also no information regarding the thickness setting, user technique and blades that were utilized during the reported event. The customer's reported event was not reproduced during testing, however, the erratic operation of the device and the lack of calibration most likely caused the device to malfunction and produce an undesirable gra...

Event description:
It was reported that the zimmer electric dermatome was raking or gouging the skin. The device was not working properly. Additional clinical follow up with the customer indicated that the reported issue occured during surgery. There was patient involvement and there was an impact/damage to the graft harvest but ther was no patient injury associated with the report. It was not known whether an alternate device was retrieved for use during the surgery.